Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. No blood glucose levels were reported. Troubleshooting revealed that prior to being hospitalized, the customer attempted to change reservoir. While changing the reservoir, the customer did not rewind and prime the insulin pump properly.